Event description:
It was reported that during a pulmonary resection procedure, the device did not staple. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.